Event description:
The customer stated that the phosphorus control values, run on the architect c8000 analyzer, has shifted low. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.